Manufacturer narrative:
Device passed displacement test and a21 error test. Device was monitored and functioning properly. No a21 alarm and no a17 alarm. Device received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, and a cracked reservoir tube.

Event description:
Customer reported his insulin pump has been alarming for every battery change for the last two weeks. Customer's last blood glucose was 85 mg/dl. The alarm clears out all of his settings and the device has to be reprogrammed each time. A temporary basal was not programmed before the alarm. The device was not into store for a long time. The alarm occurred shortly after a battery change. Customer was advised the device experienced an unexpected restart. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.